Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an affiliate in (B)(6). A transfemoral tavr was performed via right femoral artery. Valve alignment was performed without difficulty. Upon valve deployment, the balloon of commander delivery system did not expand. As the plunger of the inflation device was pulled, blood was seen in the syringe. The sapien 3 valve and the delivery system were pulled back for removal. Since the distal tip of the 14 fr esheath was caught in the valve frame, the valve was not able to be drawn back in to the sheath. The valve, delivery system and sheath were pulled back as unit to the right femoral artery with resistance. The valve was ¿stuck¿ at the access puncture and only the sheath was able to be pulled out. The valve and delivery system were surgically removed. Pieces of vascular intima were observed on the removed valve and delivery system. The right external iliac artery was replaced with a vascular prosthesis and the right common iliac artery was treated by percutaneous transluminal angioplasty (pta). The operator stated that the occurrence timing of balloon damage was unknown but the damage was possibly caused by vascular calcification. Per report, the aorta was severely tortuous with severe calcification (porcelain aorta) and horizontal root. The annulus area measure 460 mm2 with moderate calcification by CT. The access vessel minimum luminal diameter (mld) measured 5.9 mm with mild calcification and no tortuosity.

Manufacturer narrative:
The devices were not returned; therefore, an evaluation could not be performed. No relevant images were provided of the sheath or delivery system for evaluation. A device history review (DHR) was performed and did not reveal any manufacturing related issues that could have contributed to this reported event. A lot history review was performed and revealed one (1) other complaint for the complaint code ¿balloon - torn¿ and no other complaints for ¿delivery system - withdrawal difficulty - valve, through sheath¿. A review of the complaint history revealed that the occurrence rate for the commander delivery system did not exceed the november 2017 control limits for the trend category of ¿damaged¿ or ¿withdrawal difficulty¿. No instructions for use (IFU) or training deficiencies were identified. Inspections and tests during the manufacturing process support that it is unlikely that damage on the delivery system was present when leaving the manufacturing facility. The complaints for ¿balloon - torn¿ and ¿delivery system - withdrawal difficulty - valve, through sheath¿ were unable to be confirmed since the device was not returned for evaluation and no imagery was provided for analysis. No manufacturing non-conformities were able to be identified, but a review of complaint history, lot history, and DHR do not suggest a manufacturing non-conformance contributed to the complaint event. A review of the manufacturing mitigations supports that the balloon and delivery system had proper inspections in place to detect issues related to balloon tears and delivery system withdrawal difficulties. Balloon - torn procedural factors, particularly from handling during valve alignment or fine adjustment, are known to contribute to balloon tears. This issue and associated risks have been documented. Although it was reported that no issues arose during valve alignment, performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. The aorta was noted to be severely tortuous and calcified (porcelain aorta), therefore valve alignment likely occurred in a non-straight section, which could have contributed to potential non-coaxiality of the valve against the flex tip. If the thv is unseated during alignment it can result in higher than usual valve alignment forces that can potentially contribute to damage of the crimp or inflation balloon. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure near the inflation to crimp balloon bond. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment or delivery system retrieval, which could lead to a tear adjacent to the inflation and crimp balloon bond (I/c bond). This was recreated in a previously performed engineering study, which demonstrated that residual volume in the inflation balloon during valve alignment can create high enough valve alignment forces to potentially cause a material failure at the I/c bond. While a definitive root cause is unable to be determined, it is likely that patient and/or procedural factors (tortuosity/calcification and non-coaxiality during valve alignment) contributed to the reported event. Delivery system - withdrawal difficulty - valve, through sheath patient/procedural factors that are known to contribute to difficulty retrieving a device include the following: · patient vascular calcification/vascular tortuosity; · sheath insertion angle; · coaxiality of the device being retrieved; · position of the flex tip on the delivery system during retrieval (procedure ; instructs the use to ensure flex tip is still over the triple marker). It was noted that during the withdrawal attempt the ¿distal tip of the 14 fr esheath was caught in the valve frame¿. Once the inflation balloon and/or the crimp balloon are torn, it can create difficulties retrieving the delivery system through the sheath, where the torn balloon and thv may become non-coaxial and catch onto the sheath tip or patient anatomy. The patient¿s aorta was noted as severely tortuous and calcified and the patient¿s access vessels were noted as mildly calcified, all of which could have contributed to narrowing pathways or non-coaxiality between the devices causing difficulty during retrieval. As such, the root cause for this complaint can likely be attributed to patient and/or procedural factors (tortuosity/calcification and non-coaxiality of device retrieved). The complaints for ¿balloon - torn¿ and ¿delivery system - withdrawal difficulty - valve, through sheath¿ were unable to be confirmed as no product was returned for further evaluation. A definitive root cause was unable to be determined, but is likely attributed to patient and/or procedural factors. No labeling inadequacies were identified. Review of complaint history revealed that the occurrence rate does not exceed november 2017 control limits for these trend categories. Therefore, no corrective or preventative action is required.